Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: b5. Correction to h6 "medical device problem code" of the initial report, "1071 - thermal decomposition of device" to be removed. Correction to h6 "component code" of the initial report, "772-cover" to be removed. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the air/water cylinder and channel; however, the type of the material could not be specified. There was no physical damage where the foreign material remained. A conclusive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: operation manual_ insertion_ air/water feeding and suction air/water feeding_ warning:nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report. There was no burn on the plastic distal end cover observed during inspection.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water cylinder and the air/water tube, and the plastic distal end cover was burnt. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.